Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, some patients have experienced reduction in near and distance vision when there is fluorescent lighting; some as much as 2-4 lines of decreased vision. With led, and incandescent lighting there doesn't seem to be an issue. Additional information was provided by the surgeon that his complaint is generalized to this particular iol and issues with fluorescent lighting and the effects it has with patients vision. He noticed that there is a drop in vision by 1-2 lines when testing this theory in his office. He stated that with regular lighting, there is no visual issue. He has noticed this since (B)(6) 2017 with his patients that have this iol.